Event description:
The customer reported that the shaver handpiece was not spinning properly. There was no injury associated with this event.

Manufacturer narrative:
Investigation results: the shaver handpiece was received for investigation and the reported problem was confirmed. Further investigation found the handpiece has the potential for self activation related to pc board failure. A design change has been implemented for this failure mode. There are no reported injuries associated with this event.